Event description:
The customer reported that reagent kit a was missing for the turbo intact parathyroid hormone (ipth) assay on an immulite 1000 instrument. A new reagent kit was placed onboard but the barcode could not be read by the instrument. The customer reported a delay in obtaining patient sample results but surgery was not cancelled. There are no known reports of patient intervention or adverse health consequences due to the delay in ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the barcode scanner and the issue was resolved. The inability to run the turbo ipth assay on the immulite 1000 instrument was due to the faulty reader. The instrument is performing according to the specifications. No further evaluation of this device is required.